Manufacturer narrative:
Investigation: customer returned (10) 3/10cc, 8mm, 31g relion syringes in a sealed poly bag from lot # 9014710. Customer states that there was liquid coming out of the needle after the shields were removed and pressing the plunger up to the top of syringe. All returned syringes were examined and no foreign matter was observed in any of the samples. All samples were also tested and no liquid or any other foreign matter came out the needle when fully depressing the plunger rod. A review of the device history record was completed for batch #9014710. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign liquid came fro the relion® insulin syringe needle during use after removing the shield and pressing on the plunger. The syringe was reportedly used on the consumer's dog. This event occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "caller using 31g 8mm 3/10ml, with lot # 9014710 finding liquid coming out needle after removed shields and pressing the plunger up to the top of syringe. Using on dog."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came fro the relion® insulin syringe needle during use after removing the shield and pressing on the plunger. The syringe was reportedly used on the consumer's dog. This event occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "caller using 31g 8 mm 3/10 ml, with lot # 9014710 finding liquid coming out needle after removed shields and pressing the plunger up to the top of syringe. Using on dog."